Event description:
Device issue: failure to deploy-thumb advancer and incomplete sheath splitting. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, difficulty was encountered and the exchange sheath did not split correctly. The safety release was activated retracting the locator wings, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.